Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device ((B)(4), 2.4mm va-lcp 2-clmn vlr dstl rad pl 6h hd/5h shaft/lt-ster, lot number 8188343). The manufacturing investigation included the inspection of the subject device dimensions, examination of the fracture surfaces by scanning electron microscopy (sem), and review of the manufacturing documents, technical drawings and the raw-material inspections sheets. The subject device was received broken at the fourth proximal combination plate hole. The threaded part of this plate hole was occupied by a screw. The subject device was made of stainless steel. The examination of the raw-material inspection sheet from the supplier and the manufacturing documents of the producer showed no deviation in relation to chemical composition, microstructure and mechanical properties. The dimensions of the subject device (as far as measurable) were checked using a digital sliding caliper and were found to be in compliance with the technical drawings. During the macroscopic examination, corrosion marks were observed in several plated holes and on the screw heads. These corrosion marks result from micromovements between the screw heads and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the distal fracture surfaces (part a and b) of the distal radius plate using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. A documented fatigue crack close to the initial fracture zone of part a indicates multiple crack initiation. After breaking, the two plate fragments rubbed against each other causing a partial destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during movement). The presence of these striations is a clear indication of a fatigue process. The sem evaluation concluded that the subject device failure was caused by fatigue and overload. In conclusion, based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one-sided) over a longer period of time. The fracturing of the plate was not caused during a single event such as, a fall. Constantly alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the distal radius plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent a revision/explantation surgery due to a broken variable angle (va) 2 distal radius plate. It is unknown if the plate may have broken due a fall sustained by the patient, as the patient has dementia. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event: unknown. Implant and explant dates were not provided by reporter. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.